Event description:
A user facility reported to olympus that the device did not power up. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; when turned on, the power indicator was properly lighted in green. However, no image was displayed on the lcd screen due to failure of the lcd panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issues. It has been over 9 years, since the subject device was manufactured. The specific root cause of the failure of the lcd panel could not be determined at this time. Olympus will continue to monitor field performance for this device.